Event description:
The initial reporter questioned results for an unspecified number of patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. The customer provided an example of discrepant results for 1 patient sample tested for na and cl: the initial na result was 169 mmol/l with a data flag. The repeat was 139 mmol/l. The initial cl result was 81 mmol/l. The repeat was 103 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The electrode lot numbers with expiration dates were not provided.

Manufacturer narrative:
The customer replaced all 4 electrodes, and all ise reagents, performed air purges and primes, cleaned the well, and checked the tubing. The customer was receiving various calibration errors. The field service engineer (fse) found a loose vacuum nozzle. The fse tightened the vacuum nozzle thumb nut and verified the nozzle was secure. The fse flushed the vacuum nozzles and the flow path. The customer¿s calibration data showed multiple alarms. Qc was acceptable prior to the event. The manual spin time was provided as 3.5 minutes at 4.4 rpm (4.4 rpm would be too slow to spin a sample effectively). Based on the sample tubes used the recommended spin time is 10-15 minutes. The spin time of 3.5 minutes is too short. The service actions resolved the issue.